Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the non-union condition is unk. The original sign im nail was replaced with an 8mm x 240mm, standard nail, using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing are unique to the pt and the fracture. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor non-union events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the left humerus; was replaced due to a non-union condition.